Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head came loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b crossaction toothbrush head came loose. No injury was reported.